Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer blood glucose level was 423 mg/dl at the time of incident. The customer's family did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump. The customer declined troubleshooting. The product will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.